Event description:
It was reported that an unspecified access set leaked out of one of the connector sites. This issue was identified during patient infusion with total parenteral nutrition (tpn)/lipids. To resolve the issue, an unspecified microclave was placed on the connector along with a blue cap; no further leaking was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue #: the device was either 2h8603 or 2r8486. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4 (catalogue #), d9, g4, h6 and h10. B5: update product description to: clearlink system non-dehp solution set (reported as an unspecified access set on initial). H10: the customer returned one used sample of product code 2h8486, lot unknown for evaluation (previously unknown). A visual inspection was performed to the sample using the naked eye. No defect was observed that would generate a leak. All components are correctly placed and according to specifications. Functional tests which included pressure test and clear passage under water test were performed and the results were satisfactory. Priming of the set was performed with a bag of sterile water and no leaks were observed. A functionally test was performed to check the general function of the product, and the adequacy of the directions for use which checks flow rate, number of drops falling in the drip chamber along with a volume measure to calculate the drops per ml. The set worked according to requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.